Manufacturer narrative:
Corrections: a5, h6. FDA results codes, FDA conclusion codes, h10: (B)(4) : h6 FDA results codes, FDA conclusion codes product event summary: two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event did not contain the smr software. The reported power switching event was confirmed via review of the controller log files, which revealed several premature power switching events due to communication errors involving (B)(4) and (B)(4). Log files were not available following the controller upgrade. As a result, the reported intermittent beeping and pump stop events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported intermittent beeping may be attributed to momentary disconnections between the controller and batteries. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on log file analysis, the most likely root cause of the reported power switching event can be attributed to communication errors between the controller and batteries. An internal investigation was opened to evaluate communication errors. Additional products: battery (B)(4). H6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned batteries passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery bat321362, device evaluated by MFR: yes. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 04/30/2017. UDI #:(B)(4). Device available for evaluation: yes, return date: 12/13/2017. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 04/30/2015. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching while using the primary controller. At a routine clinic visit, the controller was upgraded. After changing the primary controller, an intermittent beeping alarm was noted, but no alarm message was on the controller. One battery was removed from the controller and the pump stopped, despite the second battery being fully charged and connected to the controller. Both batteries were replaced. The pump resumed and no further alarms were noted. No patient complications have been reported as a result of this event.